Event description:
The customer reported that she was hospitalized twice due to low blood glucose levels. The first event was in october, with a blood glucose of 35 mg/dl. The second event was in december, with a blood glucose of 38 mg/dl. The customer stated that she didn't eat her snack, which caused her blood glucose levels to drop. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also accurate. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.